Manufacturer narrative:
The inspiration block that was removed from the device was returned to the zoll failure analysis lab for further evaluation. The reported malfunction was unable to be duplicated during physical testing using a known good ventilator; therefore a root cause related to the inspiration block failure was unable to be determined.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that the device exhibited technical failure 400, 316, 545 and 300. There was no patient involvement reported.

Manufacturer narrative:
A zoll field service engineer (fse) went on-site to evaluate the device. During evaluation, the fse was able to confirm the reported malfunction. The inspiration block assembly was replaced to resolve the reported malfunction. Performance checks were conducted and all tests passed. The unit is now fully operational and meets OEM specifications.